Manufacturer narrative:
Results: brake ring and load cell cable.

Event description:
It was reported by service report that the bed brakes are not holding at the foot end. It was further reported the scale was not working properly. No pt involvement or adverse consequences were reported.